Event description:
After an ir45b reload had been fired in a lower anterior resection procedure, it was noted that the tissue had been transected, but was not stapled. Another ir45b reload was used to complete the stapling.

Manufacturer narrative:
Patient's age and weight are unknown. "999" and "000" are placeholders. Device was discarded by healthcare facility, and so the lot number and expiration date are unknown. Device was discarded by healthcare facility, and so the lot number and date of manufacture are unknown. Device was not returned; root cause of the observed event could not be determined. Complaint will be monitored and trended. Device discarded by the health facility.